Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.144 from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the instrument broke tip suddenly during usage. The user found the fragment part and retrieved it. The instrument was replaced with a backup instrument of the kind. The procedure was completed with no reported patient harm, adverse outcome, or injury.